Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k980987, k151766. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that insulin leaked at the needle / syringe connection point. Description of issue: patient reported leaking with one of her syringes. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: m225049 (box). For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.

Manufacturer narrative:
H.6. Investigation: two samples were received from the customer for investigation. Both samples were received attached to needles. Samples are tested for leakage, upon observation the barrel is cracked on one of the syringes, therefore leakage test was not performed. No defect or leakage occurred for the second sample. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not reported. The root cause could not be determined at this time. H3 other text : see h.10

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked insulin. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. It was reported that insulin leaked at the needle / syringe connection point. 1. Description of issue: patient reported leaking with one of her syringes. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3 number of occurrences: 1 4item number: 3 ml syringe ¿ 309657 5. Product lot number: m225049 (box) 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9.resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.